Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The surgeon was not able to seat the insert into the tibial tray, even though the procedure was conducted in accordance with the IFU. Due to the possibility that there was a problem with the shape of the locking mechanism of the implant, the doctor decided to use another implant. The surgery delay was 15 minutes.

Manufacturer narrative:
This complaint remains under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.

Manufacturer narrative:
The received device was forwarded to commercialized product development for evaluation. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Review of the device history records did not reveal any related manufacturing deviations or anomalies on the provided product and lot combination. The root cause of the bent locking tab cannot be definitively determined. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
The surgeon was not able to seat the insert into the tibial tray, even though the procedure was conducted in accordance with the IFU. Due to the possibility that there was a problem with the shape of the locking mechanism of the implant, the doctor decided to use another implant. The surgery delay was 15 minutes.